Manufacturer narrative:
Updated describe event or problem, device avail for evaluation, returned to manufacturer date, device eval by manufacturer, device return to manufacturer, evaluation method codes, evaluation result codes, evaluation conclusion codes. Age at time of event - 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 11:10 am CT. The report number is being corrected from: 2134265-2018-64639 to: 2134265-2018-63944.

Event description:
It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During preparation, when the rotation speed was raised at 180,000rpm, the rotawire became separated. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the separation occurred during adjusting rotational speed outside of the patient's body. There was no additional intervention done. The patient's status was good post procedure.

Event description:
It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During preparation, when the rotation speed was raised at 180,000rpm, the rotawire became separated. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the separation occurred during adjusting rotational speed outside of the patient's body. There was no additional intervention done. The patient's status was good post procedure.

Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the wire is broken and distal tip slightly bent. From proximal to broken section 191.9cm and from broken to distal 138.1cm. Dimensional inspection revealed that the overall length of the device was unable to be measured due to the condition of the device. The outer diameter of the distal tip, middle and proximal section of the device were within specification.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During preparation, when the rotation speed was raised at 180,000rpm, the rotawire became separated. The procedure was completed with another of the same device. No patient complications were reported.